Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported a high readings issue with the adc freestyle libre. The customer reported receiving sensor scan results of 14.6 mmol/l, 13.00 mmol/l, 16.00 mmol/l, 11.00 mmol/l, and 12.00 mmol/l, and respective built-in meter readings of 11.60 mmol/l, 11.00 mmol/l, 14.00 mmol/l, 8.00 mmol/l, and 10 mmol/l. The customer further reported being a "little shaky" and experiencing a loss of consciousness. A glucose injection was administered by the customer's wife. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc freestyle libre. The customer reported receiving sensor scan results of 14.6 mmol/l, 13.00 mmol/l, 16.00 mmol/l, 11.00 mmol/l, and 12.00 mmol/l, and respective built-in meter readings of 11.60 mmol/l, 11.00 mmol/l, 14.00 mmol/l, 8.00 mmol/l, and 10 mmol/l. The customer further reported being a "little shaky" and experiencing a loss of consciousness. A glucose injection was administered by the customer's wife. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.